Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details were provided. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and no damage was observed. The reader was charged and did not getting hot. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader, and no issues were observed. Nxp processor was observed to be present. Returned battery voltage was measured. Further investigation was conducted. Visual inspection has been performed using a digital microscope, no damage was observed on the exterior or the pcba (printed circuit board assembly) of the returned reader. The returned reader was brought to the bench to perform functional testing. The returned reader battery voltage was measured to be within the specific range. The reader was observed to be powered on successfully with button depression, charging cable, and strip test insertion, using the returned battery. The reader's temperatures were reviewed using a thermal camera while the reader was powered on with a battery using a known good charger. Hot spots were not observed on the pcba. A power consumption test was performed, and result was within specific range with an nxp processor. A reader self-test has been performed and passed; no issues were observed. The current consumption test was within specification, and the reader functioned as intended. No evidence of product malfunction was observed during investigation. The user reported for ¿the reader is too hot to hold while charging¿ was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details were provided. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.